Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter read inaccurately high compared her feelings and or normal results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on 06/02/2014. The patient reported that the alleged inaccuracy began ¿the (b)(6¿. At an unspecified dates/times, the patient obtained blood glucose reading of ¿150, 160s mg/dl¿ with the subject meter. The patient manages her diabetes with oral medication (metformin, 500 mg, 2 x a day) and stated she continued with her usual dose of medication in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿shaky and faintness¿. The patient stated she tested her blood glucose at the time and obtained readings of ¿130, 140 mg/dl¿ with the subject meter. The patient self-treated, based on how she felt, and had more food/drink. The patient confirmed she began to feel better about 15 minutes afterwards. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.